Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation had turned off and the patient didn't know how it happened. Patient believed it had shut itself off and this had happened 2 or 3 times before. The ins battery was reported to be charged but the stimulation was not on. Patient explained that other times where stimulation would stop was due to the battery being depleted. Patient also stated there were times where the battery was charged and stimulation would turn off. Patient noticed she was starting to feel pain. Patient mentioned having fallen on her left hip once and also having had a CT scan and an x-ray due to health issues unrelated to the device. No further patient complications have been reported as a result of this event. Additional information was received from a consumer. It was reported that the patient has an appointment on the (B)(6). The patient stated that their ins had turned off by itself again. The patient stated that they placed the recharger up to it and the stimulation was off so they turned it back on. The patient said that they weren't doing anything and don't know why it is shutting off on its own. The patient was told to inform the doctor of the issue and to let a manufacturer's representative (rep) know.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation had turned off and the patient didn't know how it happened. Patient believed it had shut itself off and this had happened 2 or 3 times before. The ins battery was reported to be charged but the stimulation was not on. Patient explained that other times where stimulation would stop was due to the battery being depleted. Patient also stated there were times where the battery was charged and stimulation would turn off. Patient noticed she was starting to feel pain. Patient mentioned having fallen on her left hip once and also having had a CT scan and an x-ray due to health issues unrelated to the device. No further patient complications have been reported as a result of this event.